Event description:
Cholecystectomy - "endoscopic retrieval pouch ruptured upon removal. A small portion of the pouch of the pouch may have remained in the pt." "Operative procedure extended in order to look for potential missing portion of the pouch."

Manufacturer narrative:
The incident product was not returned for evaluation. A review of the mfg records could not be performed, lot number was not provided. The root cause of the customer's experience could not be determined. Applied medical will monitor for trends and take appropriate actions as necessary. This document represents the final report.